Event description:
Around 1630 rn [redacted] attempted to hang oxali chemotherapy bag when IV spike from tubing became dislodged and separated from IV bag. Chemotherapy began to spill on the floor. [Redacted] was able to control the spill and about 10 ml was left on the floor. Patient did report a splash on the face. Covering provider made aware. Oncology team made aware. Chemo cleaned up with chemo spill kit. Patient cleaned face with soap and water per direction of oncology team. Evs [environmental services] on site to provide second clean. Pharmacy team made aware and additional chemotherapy bag obtained. Manufacturer response for IV tubing, (brand not provided) (per site reporter).